Event description:
Overdelivery reported: the pump was programmed to infuse 5fu at 0.5ml. The 96.0ml fluid container was changed every 8 days. The pt was receiving a one time only 6 week course of therapy combined with radiation. It was reported that the nurse made a visit to the pt's home to assess a report of air in line alarms. The nurse found the pump with 85.7ml infused on the display, but the fluid container and the administration set were dry. The event occurred on the day the fluid container was scheduled to be changed. It was reported that the pt had experienced loose stools the day before the event which developed into acute diarrhea episodes on the day of the reported event. The physician was notified and orders to stop the 5fu were rendered. The pt's diarrhea subsided that day. Therapy was restarted 02/07/2000. Though requested, there was no additional info available.